Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection, cardiac arrest, and death are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other 3.0x38mm xience skypoint stent referenced is filed under separate medwatch report number.

Event description:
It was reported that the patient presented in serious condition with a heart pump on standby. The procedure was to treat a heavily calcified, moderately tortuous, 80% stenosed lesion in the mid to proximal left anterior descending (plad) artery. Two 3x38mm xience skypoint drug eluting stents (des) were implanted overlapping. During post-dilatation, a large dissection was noted in the overlapping area of the stents. An attempt was made to stop the bleeding with an unspecified balloon and two non-abbott graft covered stents were implanted; however, the pericardium was filling rapidly with blood and had to be punctured. Seconds later the heart function stopped, and cardiopulmonary resuscitation (CPR) was started. After an hour of CPR, the procedure was aborted, and the patient died. No additional information was provided.